Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. While the cgm was in sensor error during the night, the patient experienced a hypoglycemic event and was found unresponsive by her spouse. Syrup followed by oral glucagon was administered and the patient was stabilized. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.